Event description:
Tt was reported that during a da vinci-assisted surgical procedure the maryland bipolar forceps instrument broke inside the patient. The customer confirmed through follow up that no fragments fell into the patient and no pieces were found to be separated from the instrument itself. The procedure was completed robotically.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.